Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past week. She stated that she wears the pump in her pocket with a pump skin, and cleans the pump with a dry cloth.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the bolus button was found to be detached from the pump.